Event description:
It was reported by service report that the footboard was cracked bad enough to show insulated wires, and both side rails had cracked panels. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: severely damaged footboard, and damaged / cracked siderails.